Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the 4 way valve is cracked. Packet was emailed to (B)(6). In repairs department from the provider on march 5th. Customer service received the packet today (4-1-2015) when an RMA was requested. As stated on the repair statement additional malfunction on this device: power switch has no alarm.